Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date of the reported lead are not known. Concomitant product: 5076-35 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that after a device upgrade, it appeared the previously implanted right ventricular (rv) lead had dislodged and had retracted, pulled back and/or lost slack. It appeared the lead may move more; however, the lead thresholds remained stable and no clinical action was taken at this time. The lead remains implanted and active. No patient complications have been reported as a result of this event.